Event description:
It was reported to lifecell by (B)(6) hospital that following ventral hernia repair on (B)(6) 2013, the patient presented in the ER on (B)(6) 2013 with the device completely torn through the middle. No signs of contamination in or around the device were seen. The patient returned to the or for repair on (B)(6) 2013. The device was well incorporated and adhered to the abdominal wall. Additionally, two similar lifecell devices were used for this bridged repair.

Manufacturer narrative:
Our investigation of lot s11260 includes: method: review of the information as reported, device history records and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot s11260. Results: review of the device history records revealed no deviations during the production of lot s11260 that is associated with the event. The lot met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. To date, no other complaints have been reported to lifecell against lot s11260. To date, of the (B)(4) devices processed for lot s11260, (B)(4) devices have been distributed with (B)(4) devices that were reported to be implanted. Conclusion: the device was not returned for evaluation. The tear is directly related to the technique of bridged repair along with patient factors of coughing, smoking, and morbid obesity. The device was well incorporated and adhered to the abdominal wall. The device was repaired with two like devices. Based on the provided information, review of lot processing history with no deviations in association with the lot and that no other complaints were reported to lifecell against the lot, we conclude that the event is unlikely related to the device. The patient is reported as doing excellent as of (B)(6) 2013. Device not returned for evaluation.